Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd luer-lok¿ syringe was difficult to depress during use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: total 16 actual samples were returned for investigation. 15 of the actual samples were returned with open packaging and 1 actual sample was returned without packaging. All the 16 actual samples were subjected to the breakout and sustaining force test per test procedure (B)(4) (specification for breakout force is max 2.5 ibs and sustaining force is 1.0 ibs). All the 16 actual samples passed the sustaining force test. However, the results were at the high side of the specification. 10 out of 16 actual samples failed the breakout force test. The failed results is at the range of 2.935 ibs to 4.820 ibs. These samples demonstrated that there is insufficient silicone inside the syringe barrel. 10 out of 16 actual samples failed the breakout force test and all the samples passed the sustaining force test. Investigation conclusion: based on the machine history records, at the silicone dial station of the 1ml assembly machine, heater was malfunctioned and silicone spray gun was replaced.